Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the reported fault pattern, which indicates a cause most likely attributable to excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope's locking pin was loose at the outer tube and broken. The issue occurred during a therapeutic transurethral resection of the prostate in saline procedure. There were no reports of patient harm and the intended procedure was able to be successfully completed.